Manufacturer narrative:
(B)(4). Initial report. The product has been requested to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Instrument fracture. During a partial knee arthroplasty the link in the oxford knee set broke. No delay to surgery or harm to patient reported.

Event description:
During a partial knee arthroplasty the link in the oxford knee set broke. No delay to surgery or harm to patient reported.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. Visual inspection of oxford uni I/m rod link confirms that the rod has fractured at the base of the link body. The fracture surface suggests a brittle mechanism of fracture. The instrument shows minor indentations and scratches on the main body which can be attributed to wear and tear expected with repeated use and the time spent in the field (approximately 10 years). A review of the raw material certificates confirms conformance to specification. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 9 similar complaints reported with the item 32-422822. A review of the complaint database over the last 3 years has found no similar complaints reported with these item and lot combination. The root cause cannot be confirmed with the available information however, the likely root cause of the reported event is end of usable life of the instrument which has been in the field for approximately 10 years and shows signs of wear and tear due to repeated use. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low.